Event description:
The pt was being fed through a gastrostomy tube using a pump. The pump was set to deliver 60 ml/hr. When checked, found it had delivered 180 ml in 1 hr span. The pump was immediately turned off. Back-up pump was started and set at proper dosage-working perfectly. Md was informed. Pt was assessed for any signs or symptoms of fluid overload. Monitored pt closely. There was no illness, injury or medical intervention resulting from the event. One pt involved.